Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 27. Details of surgery: primary stability not achieved. On (B)(6) 2017, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and hypersensitivity. No further patient complications were reported.